Event description:
A female pt was taken to surgery to replace a suspected leaking gastric lap-band system. The pt was also noted to have a hiatal hernia which was to be repaired at the time of the band replacement. The pt's lap-band was originally placed three years ago, but had been noted to not be holding saline at recent visits. The surgeon was able to remove the lap-band and replace it with a new lap-band. The pt tolerated the surgery well and was transferred to pacu for recovery. The lap band was sequestered.